Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net transmission was sent to the physician's office which revealed that a supraventricular tachycardia (svt) episode was stored which showed a ventricular rate which was slightly faster than the atrial rate and therapy was not delivered. The rhythm broke on its own after approximately a minute. The device continued to store svt episodes. Ventricular fibrillation (vf) was noted and therapy was successfully delivered. The patient was shocked multiple times due to the patient's ventricular tachycardia but subsequently deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was not confirmed but was suspected to be due ventricular fibrillation. No additional information was reported.